Event description:
Initial spontaneous report was received on (B)(4) 2012 from a male consumer (age unspecified) reporting on self from (B)(6). Follow-up information received on (B)(4) 2012 confirmed that the product involved in this report was identified as same/similar to a u.s. Device product. On an unspecified date, the consumer started using the reach toothbrush, for dental cleaning (route: dental, lot number, frequency and expiration date unspecified). After an unspecified duration, he noticed that the toothbrush broke when he pressed his two fingers on the three vertical bars while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was provided as 18111sg. This report remains reportable malfunction case in the united states.

Event description:
Initial spontaneous report was received on (B)(6) 2012 from a male consumer (age unspecified) reporting on self from (B)(6). Follow-up information received on (B)(6) 2012 confirmed that the product involved in this report was identified as same/similar to a us device product. On an unspecified date, the consumer started using the reach toothbrush, for dental cleaning (route: dental, lot number, frequency and expiration date unspecified). After an unspecified duration, he noticed that the toothbrush broke when he pressed his two fingers on the three vertical bars while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The lot number of the device was provided as 18111sg. This report remains reportable malfunction case in the united states. Additional information was received on (B)(6) 2013. Returned for evaluation was 1 reach ultra clean advanced care toothbrush soft, lot 18111sg m1. The toothbrush appeared to be broken in the middle of the thumb hold grip and was being held together by the soft green plastic. The brush appeared to be slightly used. The lot number was confirmed as a valid lot number for the reported product. No deviation reports were generated for this lot. Based on the investigation conducted, it was unlikely that this complaint was the result of a manufacturing issue. This report remains reportable malfunction case in the united states.

Event description:
Initial spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from (B)(6). Follow-up information received on (B)(6) 2012, confirmed that the product involved in this report was identified as same/similar to a us device product. On an unspecified date, the consumer started using the reach toothbrush, for dental cleaning (route: dental, lot number, frequency and expiration date unspecified). After an unspecified duration, he noticed that the toothbrush broke when he pressed his two fingers on the three vertical bars while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a u.s. Marketed device (reach ultraclean toothbrush). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(6) 2012, for a device product that is considered same/similar to a us marketed device (reach ultraclean toothbrush). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4), for a device product that is considered same/similar to a us marketed device (reach ultraclean toothbrush). This closes out this report unless additional follow up information is received.